Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was exhibiting error 40. It was reported the product was not in use with a patient. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information: h6 and h10 this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis with no labels removed, in fair condition with a cracked housing and scratched screen. The investigation found service due displayed upon power up, the clock battery needs to be replaced. The back-up capacitor was tested. The pump ran 2min 36 sec, pump alarmed over 2min 30 sec. And passed testing. The reported problem was duplicated. The clock battery caused the primary problem. The root cause of the reported issue was unable to be determined. The clock battery was replaced. The device passed functional/delivery tests.